Event description:
The customer reported that the unit failed to discharge. The users reported that the unit delivered defibrillation energy once, but then failed to fire the second time. There was no adverse impact to the patient.